Event description:
This spontaneous case was reported by a physician and describes the occurrence of pelvic pain ("both sided pain in pelvic area") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menstruation irregular ("vaginal bleeding became irregular, profuse, long and painful"), dysmenorrhoea ("vaginal bleeding became irregular, profuse, long and painful"), localised oedema ("very strong abdominal edema after ovulation"), back pain ("contraction pain in back"), fluid retention ("fluid retention to the body"), hypoaesthesia ("numbness of legs"), mood swings ("mood swings"), fatigue ("heavy tiredness") and arthralgia ("joint pain"). The patient was treated with essure removal. At the time of the report, the pelvic pain, menstruation irregular, dysmenorrhoea, localised oedema, back pain, fluid retention, hypoaesthesia, mood swings, fatigue and arthralgia outcome was unknown. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same medra preferred term. In this particular case a search in the database was performed on 06-apr-2018 for the following meddra preferred terms: abdominal pain: 10.583 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to these meddra pts. The reporter provided no causality assessment for arthralgia, back pain, dysmenorrhoea, fatigue, fluid retention, hypoaesthesia, localised oedema, mood swings, pelvic pain and menstruation irregular with essure. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available, it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a physician and describes the occurrence of pelvic pain ("both sided pain in pelvic area") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menometrorrhagia ("vaginal bleeding became irregular, profuse, long and painful"), dysmenorrhoea ("vaginal bleeding became irregular, profuse, long and painful"), localised oedema ("very strong abdominal edema after ovulation"), back pain ("contraction pain in back"), fluid retention ("fluid retention to the body"), hypoaesthesia ("numbness of legs"), mood swings ("mood swings"), fatigue ("heavy tiredness") and arthralgia ("joint pain"). The patient was treated with surgery (essure removal). Essure was removed. At the time of the report, the pelvic pain, menometrorrhagia, dysmenorrhoea, localised oedema, back pain, fluid retention, hypoaesthesia, mood swings, fatigue and arthralgia outcome was unknown. The reporter provided no causality assessment for arthralgia, back pain, dysmenorrhoea, fatigue, fluid retention, hypoaesthesia, localised oedema, menometrorrhagia, mood swings and pelvic pain with essure. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same medra preferred term. In this particular case a search in the database was performed on (B)(6) 2018 for the following meddra preferred terms: -pelvic pain : (B)(4). Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to these meddra pts. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6)2018: quality-safety evaluation of ptc. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.